Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, 3 years post operatively the patient felt squeaking and limited range of motion. Liner was not in dynasty cup. It was disassembled and they sucked out about 180 cc of black oil out of the capsule. Product not revised: cup.